Event description:
It was reported that stopper issuers occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "on (B)(6) 2020 patient reports she has been injecting gattex for over a year. She states that her last two orders from the last to months she has been having difficulty drawing up the medication into the syringe. She states that the small circle in the middle of the gray stopper appears off center in many of her vials. She cannot recall how many vials she ended up having to discard but states she will run out prior to her next refill on (B)(6) 2020. Patient states there have been no misses doses yet. There is no ae with this report. Patient will be going to her hcp on (B)(6) 2020 to retrain. Attempted to troubleshoot with patient, reviewed IFU, supplies and technique. I instructed her to save future faulty vials for return as she discarded her other vials. Patient is experienced user (one year). Stored in refrigerator. Patient or user injury?: no. Clinical study? No".

Manufacturer narrative:
The information was re- evaluated and does not meet our reporting criteria. Please consider the MDR cancelled. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that stopper issuers occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "on (B)(6) 2020 patient reports she has been injecting gattex for over a year. She states that her last two orders from the last to months she has been having difficulty drawing up the medication into the syringe. She states that the small circle in the middle of the gray stopper appears off center in many of her vials. She cannot recall how many vials she ended up having to discard but states she will run out prior to her next refill on (B)(6) 2020. Patient states there have been no misses doses yet. There is no ae with this report. Patient will be going to her hcp on (B)(6) 2020 to retrain. Attempted to troubleshoot with patient, reviewed IFU, supplies and technique. I instructed her to save future faulty vials for return as she discarded her other vials. Patient is experienced user (one year). Stored in refrigerator. Patient or user injury?: no. Clinical study? No."